Event description:
It was reported that patient faced the infusion set tape came off after a few days of use on (B)(6) 2026. This emder is being submitted for an unknown number quantity.

Manufacturer narrative:
Initial 1 of 2.e1: patient city: (B)(6)patient country: swedenname- (B)(6)street-(B)(6) based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545